Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred with multiple cartridges. Reportedly, the cartridges were filled with 150 to 200 units of insulin. Additionally, it was reported that a cartridge alarm 6 (vent not working) occurred during the load process. The customer's blood glucose (bg) level ranged from 300 mg/dl to 500 mg/dl with ketones and the bg level was addressed with a bolus via the pump. Reportedly, the healthcare provider considered the ketone level to be dangerous/life threatening. The contact changed the cartridge to address the events and insulin delivery was resumed.